Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-10168. It was reported that a perforation resulting in pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was fairly deep seated in the laa. A 21mm watchman ® laa closure device & delivery system (wds) was advanced. During deployment of the closure device a perforation occurred. The closure device was released in the laa. Approximately 4 hours later the patient 's blood pressure was getting "soft" (90's), a pericardiocentesis was performed and 200cc of fluid was removed. No further patient complications were reported and the patient status is fine.